Event description:
It was reported that the customer's insulin pump would shut off when attempting to deliver a bolus. The customer stated that there would be a circle on the screen. The customer stated that she tried to bolus and believed everything was fine. However, her blood glucose was 499 mg/dl. The customer stated the issue did not result in a serious injury or hospitalization. The customer's call was disconnected on multiple occasions, and the customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.